Event description:
Here is a cleaned-up, clear version of the sentence: it was observed during the device evaluation that the duodenovideoscope had chipped and cracked adhesive on the bending section, as well as peeling adhesive around the light guide lens. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.